Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The single-use device was received for evaluation. The device was returned containing fluid inside the housing and inside the bag that contained the device. A functional leak test was performed by filling the device with water, and no evidence of leak was found inside the device's housing during the leak test. The reported problem was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.